Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement camera shipped to site 04/05/2016. Medtronic investigation of returned suspect camera finds that, as reported, the psu failed an aak test at .48 millimeters. The passing threshold is .35 millimeters. The psu has not been previously returned for a failure. Failed diagnostic test. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 04/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a navigation system camera that did not pass aak test. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacturing date now provided. Returned positioning sensor unit (psu) was sent to the vendor for further analysis who confirmed: "unit has failed incoming accuracy testing, therefore will require recharacterization"